Manufacturer narrative:
Product event summary: the device was returned and analysis of the returned device was inconclusive. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that during a routine implantable pulse generator (ipg) interrogation, the device exhibited programming issues and would "not reduce the rate during the sensing test" or change the threshold settings as requested. It was noted temporary and permanent settings were attempted to be programmed, but it was not possible to reprogram the ipg. On the third interrogation attempt, it was noted the battery status changed to "aging" and then the device was able to be reprogrammed to vvi mode. However, the device was still atrial pacing and ventricular pacing. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).